Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no reported abnormalities or deviations. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 159793. The severity of the reported event is in line with the risk file without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : unavailable by hospital policy.

Event description:
It was reported, that: patient complained of knee giving away over the weekend of the 28./29 august. Presented to emergency department, where x-rays revealed loose bearing. No fall reported. Patient involvement.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. Associated products: medical product: oxf ph3 cementless fem sz xsm. Catalog no.: 154912. Lot no.: 3727339. Medical product: oxf uni cmntls tib sz a lm. Catalog no.: 166845. Lot no.: 3259236. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unavailable by hospital policy.

Event description:
It was reported, that: patient complained of knee giving away over the weekend of the (B)(6). Presented to emergency department, where x-rays revealed loose bearing. No fall reported. Patient involvement.